Event description:
A pt developed an adverse reaction while wearing focus night & day lenses. The pt was successfully treated. Three weeks following this event, the pt was fit with 1 day acuvue lenses and experienced pain "after 2 days." The pt was hospitalized with a diagnosis of pseudomonas keratitis os in 2003. Va (os) with glasses 0.9 (20/220). Info indicates there were 2 infiltrates, inferior, temporal, os. Cultures were positive for pseudomonas. An anterior chamber reaction was reported. Permanent scarring is expected. Va os prior to this event was 1.2-. No additional info is available at this time.